Manufacturer narrative:
Import for export. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred in (B)(6). The information provided indicated an "unresolvable blurry image reported to biomed." Involving pentax medical video colonoscope model ec38-i10nl, serial number (B)(4). No additional information was received with the complaint. The investigation is in-process.

Manufacturer narrative:
Evaluation summary: this is because, the lens surface cannot be cleaned properly, due to environmental factors. And the image is fogged. Additional information: h6: coding changed, based on the investigation result.